Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular (lv) lead perforated the heart wall. This resulted in pericardial effusion leading to pericardiocentesis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspected confirmed the spiral fixation was normal and there was no sign of damage to the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.